Manufacturer narrative:
Alleged failure: during a short-circuit procedure: sparks and smoke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. Tissue residue inside the electrode suction path hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event of sparking and smoking.

Event description:
It was reported that there was a thermal event of sparking and smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.